Event description:
It was reported that during a cryo ablation procedure, twitching of the diaphragm under phrenic nerve pacing was diminished. A double stop was performed. The case was completed with cryo. Phrenic nerve palsy was still present after the procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.